Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the power on the heartstart xl intermittently switches off. There was no pt involvement.